Event description:
It was reported that the device alarmed "cassette locked not latched" despite otherwise. This was a new device. This occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for repair. Review of event log found cassette alarms present. No prior service history. Functional and visual testing was performed. Complaint of cassette latch lock issues confirmed through verification testing. Replaced latch lock flex cable. Device passed all testing criteria post repair.